Manufacturer narrative:
Follow up #1. Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow had intermittent response. The down arrow, contrast and ok buttons had normal response. None of the buttons had normal spring back or click. The keypad cover was removed for investigation and revealed contamination under the contacts of the up arrow, down arrow and contrast buttons.

Event description:
The patient contacted animas on (B)(6) 2012 alleging that the up arrow keypad button had a delayed response and required hard presses to evoke a response. There is no reported damage or moisture to the pump. The patient reportedly wore the pump in a pocket and does not clean the pump. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.